Event description:
The fenestrated bipolar forceps was identified in central processing as defective with no further details provided. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments was reported as defective by the sterile reprocessor and we are unable to trace for which operation and for which patient they were used previously.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have thermal damage to the bipolar yaw pulley. Fa noted that the instrument passed the electrical continuity and energy delivery tests. Root cause of this failure is attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system logs was performed. Per the review, the instrument was last used for a procedure on (B)(6) 2022 using system serial - (B)(4). The instrument had 4 uses remaining. This complaint is a reportable malfunction due to the following conclusion: the instrument had thermal damage to the bipolar yaw pulley. The thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date for section was left blank. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.